Event description:
It was reported that during the implant procedure after first placement of the implantable pacing lead (ipl) the physician decided to replace the ipl due to unsatisfactory parameters. There was an attempt to re-position the ipl, however it was impossible to affix the lead due to non functioning retraction mechanism. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.